Manufacturer narrative:
H3: device evaluated by MFR. Upon receipt, the ventilator will be sent to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.